Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. The pump had missing segments due to lcd damaged. The drive support was inspected and no anomaly was noted. The pump was received with scratched display window, cracked display window corner and broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked and had black spots on the screen. The customer's blood glucose level was 219mg/dl. The customer states they fell on the bathroom floor. The customer states the damage was on the lcd screen and the drive support cap. The customer was advised the pump would be replaced and returned for analysis.